Event description:
Hcp confirmed pt report. Pt reported scs system was removed due to staph infection (post-op). A two inch portion of the lead remained in the body. No report of device explantation. A follow-up report will be sent when add'l info is received.